Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reset the pump on their own resolving the issues.